Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation related to the issue of the internal leakage test has been finalized. The issue has been confirmed in the provided service report and was resolved by cleaning the inspiratory pipe. It is recommended that a complete cleaning of the system should be performed before carrying out preventive maintenance. The reported issue is detected during the mandatory pre-use check, or by various alarms if active during ventilation.